Manufacturer narrative:
This issue was identified during a literature review. The case study presented in the article did not identify the specific acell products involved, so acell used sales records to identify all possible products involved in the case. A review of the manufacturing records substantiate they were manufactured according to validated and approved processes and met all predetermined specifications prior to release. Out of an abundance of caution, and due to the procedural interventions involved in this case this MDR is being filed.

Event description:
Article in world journal of colorectal surgery vol 6, issue 3, 2016, titled 'successful repeated CT-guided drainage of rectal mucocele after low anterior resection for rectal prolapse' by dr. Aleksandr a. Reznichenko , described the following case study in reference to an acell surgical device: (B)(6) female patient had an acell graft implanted for reinforcement of the pelvic floor. For 5 months post operative, the surgical site experienced semi-clear fluid discharge from a drain. The drain was removed once the fluid had stopped. 4 weeks later the patient had pressure in pelvis, 102 f fever, and chills. CT showed oval 5.4 x 3.7 cm collection above the rectal stump. White blood cell count of 17,000. She underwent CT guided transperineal drainage of the collection. Cultures of the fluid showed peptostreptococcus and patient was put on antibiotics. One month later the patient returned with 100 f fever, CT showed reaccumulation of pelvic fluid collection of same size, clear fluid was drained percutaneously with CT guidance. Cultures grew enterococcus faecalis and again the patient was placed on antibiotics. After 5 days the drainage stopped and catheter was removed. 6 weeks later the patient presented with a uti. CT demonstrated a smaller pelvic fluid collection at the same location. It was drained transperineally. Fluid was clear, gelatinous without bacterial growth and determined to be a rectal mucocele. Drains were removed after 3 days when there was no further drainage. Patient made complete recovery.